Event description:
It was reported that clinician went to use the implant and the box was empty. Tooth location not reported.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. PMA/510k: k101880.

Event description:
Clinician reported that the procedure was completed with another implant as there was no implant in the box when discovered at the time of surgery.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. However, the package was returned for investigation, see attached images a00 - a02 in the complaint. Visual inspection of the as returned package identified no damage and the outer vial seal has been broken/opened. No inner vial/implant. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1249749). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1244870) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes.